Event description:
It was reported that the customer had high blood glucose levels (435 mg/dl) and large ketones. Customer noticed air bubbles in the luer and at the end of tubing. Air bubbles were removed from tubing, and pump passed delivery sys check. Customer delivered 2 manual injections and changed site to stabilize his blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.